Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insertion tube buckling. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object was coming out of the nozzle. Additionally, the operation part angle had play, the insertion part was curved and the tube angle was insufficient, the nozzle had poor drainage, the tip objective lens had a scratch, the tip objective lens had a crack, the tip objective lens¿ adhesive was peeling, the tip lighting lens adhesive was cloudy, the tip cover was scratched, the curved rubber of the insertion part had adhesive that was cloudy, chipped, and cracked, the insertion section of the soft tube was damaged, the cable section of the universal code was damaged, and the connector section of the scope connector was scratched the operation section of the suction cylinder¿s nut paint was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. Consideration based on the obtained information, the foreign material was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. DHR of the subject device was reviewed and it was confirmed that the subject device was shipped in compliance with specifications. As a result of confirmation of the inspection result report which was conducted at sorc (a repair request no. Nlnleh21 was found), the suggested event ¿a foreign material came out of the nozzle¿ was observed. Therefore, it was verified that the device failed to meet specifications and the functions to be required. A CAPA history review was performed, it was confirmed that there was no applied CAPA. We suggest the user practice reprocessing in accordance with IFU. The subject event can be detected and prevented by implementation in accordance with this IFU: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿, which describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿, which describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.